Manufacturer narrative:
The root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error, which occurred at 08:45am on (B)(6) 2022. Specifically, bottle 9 (ethanol) was not in contact with the corresponding sensor for four (4) seconds at 08:45am on (B)(6) 2022, which is not sufficient time to replace the reagent in this bottle in accordance with the manufacturer recommendations detailed in section 5.4.4 of the leica peloris/peloris ll user manual. This section of the leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Due to this use error, the ethanol concentration in bottle 9 would have remained at 52.2%. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type, and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type; and reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. The minimum ethanol concentration required for use in the final clearing step of a protocol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the patient tissue samples being processed, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. Manufacturer evaluation of the instrument logs and the information available indicates that the instrument functioned as designed during execution the "8 hour routine" protocol comprising 88 cassettes, which started in retort b at 22:21pm on (B)(6) 2022 and completed successfully at 05:59 on (B)(6) 2022, from which sub-optimal processing of patient tissue samples was reported by the complainant. Manufacturer evaluation of the service record for peloris ii rapid tissue processor serial number: (B)(4) showed that a leica biosystems field service engineer (fse) was not dispatched to assess the operation and function of the instrument in association with this complaint.

Event description:
On (B)(6) 2022, the complainant contacted leica biosystems and the following complaint information was documented: "underprocessed specimens run finished on (B)(6) 2022 in the retort a , 8hr run, 30 specimens, biopsies mix. Bottle 9 was refilled on friday, no errors logged, no further information available". The complainant also advised that the patient tissue samples exhibiting sub-optimal processing were derived from an "8 hr" protocol comprising 30 cassettes executed in retort a, which completed in the "am" on (B)(6) 2022. On (B)(6) 2022, the assigned leica field applications specialist-core histology (fas) documented that the tissue types of the affected patient samples were "mixed biopsies"; and "customer stated bottle 9 had been changed on friday and ethanol had also been placed in the condensate bottle. Asked customer to obtain hydrometer readings for all ethanols. All matched between software and the bottle except for bottle 9. Bottle 9 was reading as 100% in the software, but was 47% in the bottle indicative of bad bottle change resulting in underprocessed tissues." The fas also documented that the complainant was advised to replace the reagent in bottle 9 with 100% ethanol; replace the reagent in the reagent bottles designated as xylene, replace the wax in the four (4) wax chambers and to execute a verification tissue processing run using "test tissue" to ensure that the quality of tissue processing was satisfactory before processing further patient tissue samples. The size(s) of the affected patient tissue samples was not provided. On 25 october 2022, leica biosystems melbourne received information from the assigned leica field applications specialist-core histology (fas) that re-biopsy of a patient(s) had not been either recommended or performed. On 15 november 2022, leica biosystems melbourne received information from the fas that nine (9) patient cases were released with the following disclaimer: "an isolated technical error happened during processing of the specimen tissue in the histology laboratory. The suboptimal quality of the slides may preclude accurate assessment of the biopsy. Clinical correlation is advised for interpretation of the result and rebiopsy [sic] may be suggested, if clinically indicated." No adverse consequence(s) to a patient(s) has been reported to the manufacturer due to the circumstances in involved in this complaint to date.